Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that this mitral annuloplasty ring was implanted and explanted on the same day for unknown reasons. The device was replaced with a bioprosthetic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that the device was fully sutured into place prior to being removed. The repair failed due to the patient's native tissue. If information is provided in the future, a supplemental report will be issued.